Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Conclusion: the investigation concluded that the inner projection portion of the inner blister pack had broken off and remained searted with the femoral head. A non conformance determined the root cause to be design related.

Event description:
It was reported that, during a tha, when a surgeon picked the head up from the blister pack, he noticed the broken projection portion (internal head taper of blister). A spare one was used.

Manufacturer narrative:
An event regarding packaging damage involving a v40 fem head orthinox 26+4 was reported. The event was confirmed. The device was not used in surgery. Device evaluation and results: visual inspection confirmed the inner blister projection had broken off and remained inserted with the femoral head. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the inner projection portion of the inner blister pack had broken off and remained inserted with the femoral head. A non conformance has been raised to further investigate the issue.

Event description:
It was reported that, during a tha, when a surgeon picked the head up from the blister pack, he noticed the broken projection portion (internal head taper of blister). A spare one was used.

Event description:
It was reported that, during a tha, when a surgeon picked the head up from the blister pack, he noticed the boroken projection portion (internal head taper of blister). A spare one was used.